Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed preventive maintenance, checked the instrument and replaced the reagent probe and syringe. After that, a siemens field application specialist (fas) went on-site and performed a negative patient pool run with n=250. All replicates were <40 ng/ml and the rlu cv was acceptable (17%). The cause for the discordant troponin ultra result is unknown. The quality control (qc) was acceptable at the time of runs. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from several patients when tested in duplicate. The customer measures troponin ultra in duplicate and the difference was observed between replicates. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.